Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip (40611a1058) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. An additional ntw clip (40611a1059) was inserted. However, it was observed that one gripper was not functioning as intended. The gripper was functioning when the clip was locked. The physician decided to implant the clip, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.